Event description:
Unable to pass guidewire through guidewire port of boston scientific advanix biliary duodenal bend stent 10fr x 5cm, something was obstructing the channel, new "like" stent used without problems. Diagnosis or reason for use: ecrp. Event reappeared after reintroduction? Yes.